Event description:
Malfunctioning concentrator had been relocated outdoors by facility staff following an incident in which a nurse utilized a fire extinguisher to suppress a small fire involving the device. No injuries were reported, and the only cleanup required was removal of fire-extinguisher residue. The patient associated with the affected unit was immediately moved to another room and transitioned to their personal trilogy-type ventilator. Respiratory therapist inspected and cleaned the ventilator, verified proper function, and fitted the patient with a replacement machine to ensure uninterrupted respiratory support.